Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve has been placed under evaluation after an implant duration of 9 years, 7 months due to stenosis and regurgitation. The patient presented with symptoms of heart failure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). H11: corrected data: b4, h6 (health effect implact code). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The most likely root cause is patient-related factors, including hld, cad, and diabetes mellitus. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 7 months due to stenosis and regurgitation. The patient presented with symptoms of heart failure. The patient was taken to pacu post procedure.